Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received excessive no delivery alarms. The customer's blood glucose level at the time was 452mg/dl. The customer had not treated for the highs yet. Troubleshoot as conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The pump was received with a cracked case at the display window corners and battery tube threads and minor scratches on the lcd window.